Event description:
The surgeon experienced a capsule tear while using the malyugin ring during an explant of an iol.

Manufacturer narrative:
The surgeon indicated this was a complicated explant of an older iol. The capsulorhexis had already been performed and the capsule was difficult to see around the iris and was torn when the ring was inserted. No vitreous loss and no follow up was planned. This report was sent to mst from a third party manufacturer.